Event description:
Risk manager reported via medwatch "rupture" against device. The status of the device is unknown.

Manufacturer narrative:
In response to FDA report number: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted.